Event description:
During pre-discharge, the physician tried to induce the pt with shock-on- t, but was unable to. The physician tried to perform a pc shoot at 200 v. Again, it did not appear that therapy was delivered. A 300 v shock was performed and was not delivered. The device was interrogated and after looking at the diangostics, high voltage lead impedance was >200 ohms but all other values looked good. "Egms" looked fine as well real time values. The pt was taken back in to surgery on 2/19/1999 and upon opening the pocket and tugging on the rv portion of the lead, it was discovered that it was not connected. The lead was reconnected and pt was fine. The lead was left in the pt.